Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted he tried to dissect some of the mesh off the inguinal ligament in order to remove a nodular portion of the mesh. He dissected between the mesh where the spermatic cord was adherent to the mesh. A small portion of the nerve was removed with a small piece of the mesh. It was reported that the patient experienced pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 2/14/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.